Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2002505) on 26-feb-2020. The most recent information was received on 11-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain in the pelvis') in an adult female patient who had essure (batch no. D31443) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain upper ("stomach aches"), musculoskeletal pain ("muscle and joint pains"), gastrointestinal pain ("gastrointestinal aches"), vision blurred ("blurry vision"), ear pain ("ear ache") and tendonitis ("recurring tendonitis"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain upper, musculoskeletal pain, gastrointestinal pain, vision blurred, ear pain and tendonitis outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, ear pain, gastrointestinal pain, musculoskeletal pain, pelvic pain, tendonitis and vision blurred with essure. Lot number: d31443 manufacturing date: 2014-11, expiration date:2017-11-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 26-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain in the pelvis') in an adult female patient who had essure (batch no. D31443) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain upper ("stomach aches"), musculoskeletal pain ("muscle and joint pains"), gastrointestinal pain ("gastrointestinal aches"), vision blurred ("blurry vision"), ear pain ("ear ache") and tendonitis ("recurring tendonitis"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain upper, musculoskeletal pain, gastrointestinal pain, vision blurred, ear pain and tendonitis outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, ear pain, gastrointestinal pain, musculoskeletal pain, pelvic pain, tendonitis and vision blurred with essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.